Event description:
It was reported that the patient was implanted with an expired inflatable penile prosthesis reservoir component in (B)(6) 2019. No consequence reported in relation to the event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.